Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while sewing of the jejunum the device was used to close the anastomosis, the surgeon went to tie a knot and the suture came off the needle. The needle remained and the stitch stayed inside the patient. The surgeon completed the knot laparoscopically with needle driver without the device to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while sewing of the jejunostomy the device was used to close the anastomosis, the surgeon went to tie a knot and the suture came off the needle. The needle remained in the endostitch and stitch stayed inside the patient. The surgeon completed the knot laparoscopically with needle driver without the endostitch to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one needle detached. Upon microscopic inspection of the needle, normal swage marks were noted. Further inspection of the needle noted endo-stitch toggling marks. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.